Event description:
The customer reported that when a nurse handled the foot switch, she received a strong electrical shock. This required her to stop working and go the emergency department from the fright, and caused her to experience tachycardia. Two foot switch was mfg by (B) (4) (non-covidien product). The pedal indicated in photo, supplied as the suspect device, is the (B) (4) monopolar foot switch.

Manufacturer narrative:
(B) (4). (B) (4). The generator with 2 footswitches [one covidien and one (B) (4), a non-covidien product] was tested by covidien in (B) (4). The generator tested to specification and it performed normally in the monopolar activation of the pedal. However, the cables on both footswitches had exposed wiring at the connections to the generator and footswitches. These should be should have been replaced as part of normal maintenance.